Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a cartridge alarm 1 occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 360-361 mg/dl.